Manufacturer narrative:
(B)(4). Batch # unknown. Reload lot no. T40l0f. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
Malformed staples. It was reported that during the endoscopic left hemihepatectomy surgery, when severing vascular tissue on the first firing, after fired, noted the staples malformed . Changed another one still have the same problem. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.